Event description:
It was reported that during a device change out due to eri, externalized conductors were observed. No electrical anomalies were detected. The lead remains implanted. Patient will be monitored.